Event description:
It was reported that the equipment of the subject device had an intermittent failure, the image disappeared and the error e216 was shown. The event occurred during set up and inspection for use. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. The device was returned to olympus for inspection, and the reported failure was not confirmed. Updated fields: d4, d9, g1, h2, h3, h6 and h11. In addition, the following reportable malfunction was identified during the device evaluation: outer tube - internal broken main body. Based on the results of the investigation, and since the device malfunction was not confirmed during evaluation, the definitive root cause of the reported issue could not be determined. In regard to the other identified malfunction, a root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.